Manufacturer narrative:
Date received by manufacturer: 29oct2019. Date of report: 04nov2019. There was no patient involvement. There was no device malfunction. The customer reported that there had been some miscommunication. There was no issue with this unit. The biomedical engineer ran several test and the unit passed all testing. The device was not being used for treatment when the reported event occurred, and there is not a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30//2019.

Event description:
It was reported that the unit had a touchscreen failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.